Event description:
It was reported that there were sporatic increases in impedance. The patient's spouse further reported that the lead was "defective" according to the doctor. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 1688t-52 competitor implantable pacing lead, (B)(6) 2012. (B)(4).